Event description:
It was reported that the screen went black and the ventilation stopped while the device was in use on a patient. It was reported that the patient's oxygen saturation decreased. No serious injury occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The log file was analysed for investigation. Based on the log file entries it could be confirmed that the device preformed a warm start at the reported date of event. In this case the reported error message ¿device fault 13.98.001¿ was not logged in the log file. The reported message ¿device fault 13.98.001¿ indicates that not all communication partners could be found during operation of the device upon which a warm start was triggered. This message is posted during boot of the microprocessor system during the warm start. During the start-up sequence the log file may not be yet accessible, therefor the error message is displayed to the user but not entered in the log file. However, the reported error message matches the logged warm start in the log file. Based on the available information a root cause of the reported device behaviour could not be determined during a warm start, the evita opens the breathing system to allow spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen went black and the ventilation stopped while the device was in use on a patient. It was reported that the patient's oxygen saturation decreased. No serious injury occurred.